Event description:
It was reported that the tip of the large pointer was bent during the validation process of a navigated spinal procedure. The case was completed successfully using navigation and without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The reported event that the pointer would not validate was duplicated; it was confirmed that the device had a bent tip and could not be validated. It is possible that bending forces caused the reported event. The device was repaired and put back into stryker stock.

Manufacturer narrative:
Device not yet returned for investigation.

Event description:
It was reported that the tip of the large pointer was bent during the validation process of a navigated spinal procedure. The case was completed successfully using navigation and without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.